Manufacturer narrative:
According the complainant, he follows his doctor's orders when it comes to his insulin intake. His daily schedule is "... 20 units of lantus and 30 units of nova log once a day after testing in the morning..." Both are administered via insulin pen. The complainant reported if his blood glucose is 'above 400', he should and takes an additional 12 more units of lantus. He also reported he does not make any adjustments to his nova log at 30 units intake. He reported that based on the 562mg/dl reading, he administered an additional 12 units of lantus. The complainant stated he felt 'normal' despite his high readings and insulin intake. There was no report of any adverse incident as a result of administering of the extra 12 units of insulin. He ate breakfast approximately 10 minutes after the 562 mg/dl result, he wasn't able to recall what he had for breakfast however. The consumer did test after eating breakfast: complainant reported he usually eats light for breakfast (toast, coffee and fruits); he stated he felt 'comfortable' with his readings for the next days, however he wanted to contact nova customer care and report the high blood glucose readings in question. The alleged deficiency could not be confirmed. Complainant returned the meter and vial in question, however, inside the returned vial of test strips was a single test strip and six (6) loose blue pills. Although the reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The test strip vial was received in condition making evaluation impossible. The test strip is deemed compromised as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Complainant called ino customer support reporting 'high blood glucose' results.